Event description:
A customer contacted beckman coulter inc. (Bec) in regards to inconsistent gi monitor results for two patients, as well as qc failure generated by the unicel dxi800 access immunoassay analyzer. The results were not reported out of the laboratory. The initial samples were repeated on the same unit and inconsistent results persisted. The customer did provide one example of qc failure; first replicate resulted as 108 u/ml and the second replicate resulted as 60.78 u/ml. The target for the qc was 62.2 u/ml. However, it is unknown on which level of qc this was for and on which date these results were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information has not been provided. Gi monitor qc is currently resulting within the customer's established ranges. Additional system information has not been supplied to date. On (B)(6) 2011 a bec field service engineer (fse) performed a pm on the instrument. Fse replaced the tubing for all four reagent pipettors and the transducers fro reagent pipettor#1 and #4. Fse replaced the precision pump piston and seal for reagent pipettor#3. Although hardware may have been a contributing factor, a definitive root cause has not been determined to date for this event.